Manufacturer narrative:
This event was determined to be supplemental and the investigation findings will be submitted under MFR# 2916596-2025-00036.

Manufacturer narrative:
A1-a6: patient information is unknown d4: product information, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that after surgery, the patient had shown tendencies of right heart failure and was monitored with low flow alarms with software version 2.0. The patient's condition continued to worsen, and low flow persisted. Due to worsening right heart failure, surgery to implant a right ventricular assist device was performed on (B)(6) 2024. During surgery bleeding became uncontrollable, leading to circulatory collapse and death. The patient was experiencing low flow alarms at the time of the event. The patient was explanted due to the post operation surgical incident. The cause of the bleeding was under investigation. Log files were sent for analysis to confirm how the pump had been operating between 14:00 and 18:00 on (B)(6) 2024. The data recorded on the periodic log file indicated that there was an active lvad_off alarm flag associated with an (f69) intentional pump stop controller fault flag on (B)(6) 2024 16:45:42. The patient passed away on (B)(6) 2024.